Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor: 02/09/2012, belt: 12/12/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital on (B)(6) 2020. Review of the download data indicates the patient received four inappropriate shocks in response to CPR/motion artifact on (B)(6) 2020, the day before the patient was reported to have passed away. The patient was in an idioventricular rhythm from 30 to 90 bpm, which degraded to asystole with intermittent cardiac activity from 17:22:58 to 17:24:19 on (B)(6) 2020. The patient received the first inappropriate treatment at 17:30:18. The patient's rhythm at the time of treatment was obscured by CPR/motion artifact and the post-shock rhythm was asystole with CPR/motion artifact. The patient received the second inappropriate treatment at 17:35:46. The patient's rhythm at the time of treatment was an idioventricular rhythm at 70 bpm with CPR/motion artifact and the post-shock rhythm was obscured by CPR/motion artifact. The patient received the third inappropriate treatment at 17:36:08. The patient's rhythm at the time of the treatment was obscured by CPR/motion artifact. The patient's post-shock rhythm was asystole with CPR/motion artifact. The patient received the fourth inappropriate treatment at 17:36:36. The patient's rhythm at the time of the treatment was obscured by CPR/motion artifact and the post-shock rhythm was af at 40 bpm with CPR/motion artifact. Per the patient's continuous ECG recordings, the patient was in af at 60 bpm with CPR/motion artifact from 17:38:21 to 22:38:00. The patient was in severe bradycardia at 10 bpm with pvc's at the time of the device shutdown at 00:13:28 on (B)(6) 2020. The response buttons were not pressed during the treatment event.